Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were replacing the pump today. Per the reporter, the cause for the motor stalls were not known at this point. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump had a motor stall sometime last week and the patient was transferred to the hospital today. Per the reporter, they had already ruled out any environmental cause (MRI, emi, magnets). The patient had a replacement procedure scheduled for tomorrow, (B)(6) 2020. No patient symptoms and no further complications were reported regarding the event.